Event description:
It was reported that during an implant procedure, the right atrial lead was repositioned several times, used with different catheters, the helix was overtorqued by the physician, and tissue was noted in the helix. These issues were due to tight patient access, however after the tissue was removed from the helix, the helix would not deploy and redeploy appropriately and the wire appeared bent. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed; analysis revealed the helix was bent. The helix was also distorted due to pulling/stretching/overstress. The inner insulation was kinked/buckled and visual analysis noted the lead was stretched and damaged at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).